Event description:
It was reported that a user requested to return the ilet insulin pump due to experiencing low blood glucose while not eating regularly and frequently forgetting to announce meals, as well as needing to change the insulin cartridge roughly every 1.5 days; no device alerts or alarms were reported, and no specific device component involvement was identified. Symptoms included hypoglycemia that the user treated with fast-acting carbohydrates without medical assistance. Outcomes included effects that could not be further characterized due to insufficient information. Customer care provided support that included analysis of information provided by the user and communication with the user. Investigation of this case revealed no specific findings, and available information did not establish a device malfunction or a component-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.